Event description:
It was reported that a revision was performed to remove a fractured implant.

Manufacturer narrative:
(B)(4). The associated device was returned and evaluated. The visual inspection of the returned device confirms that the liner is broken off the edge of the flat. A review of the complaint history shows no prior complaints for the listed lot/failure mode. A lab analysis was completed and the results were; a section of the lip region of the liner was fractured. The face of the liner (opposite non-fractured region) had plastic deformation that could have been caused by contact with the head/neck regions of the hip stem. The fracture of the liner may have been due to repeated high impingement forces generated as a result of loading near the lip region of the liner. A definitive root cause cannot be determined. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed. Credit cannot be issued for the device.

Manufacturer narrative:
.